Event description:
It was reported the pt is experiencing pain at the ipg location. The pt was evaluated by her physician, who confirmed the pain at the ipg location. The physician indicated he believed the pain to be due to the healing process and he expects the pt to heal with no complications.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.